Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on (B)(6) 2018. Medical records reviewed for MDR reportability. Right attune knee revised to address pain, swelling, and aseptic loosening of implants. Revising surgeon indicated that the femur component was loose at the cement to bone interface. The tibia base plate was loose at the cement to implant interface, but not debonded from the cement mantle--there was cement adhered to the back of the base plate. Patella component was not revised. Doi: (B)(6) 2017; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4) used to capture the surgical intervention. (B)(4) used to capture the surgical intervention.

Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910-2018-53195). 1818910-2018-63179 is being retracted as it is a report duplication. Original MFR-(1818910-2018-53195) will be kept for investigational purposes.